Event description:
It was observed in a published article in biomedical materials ((B)(6) 2010) that a study was performed to assess the effect of a porous tantalum rod on early and intermediate stages of necrosis of the femoral head. Within this article, a pt was documented to have been revised due to the progression of the avascular necrosis.

Manufacturer narrative:
The implant's package insert states "the trabecular metal osteonecrosis intervention implant is indicated for use in pts with stage I or stage ii osteonecrosis of the femoral head (steinberg/upenn system) and who would qualify for core decompression based upon physical and radiographic examination and medical history." In addition the package insert lists as a possible adverse effect "re-operation is often necessary to correct adverse effects due to the presence of the on condition. This reoperation can include total hip arthroplasty, arthrodesis of the joint or amputation of the limb". Within the study the paper states that a success rate of 83.7% was achieved with pts who received the implant. This ratio is consistent with an earlier study in where 86% of the pt's achieved success. (Shuler ms, rooks md and roberson jr 2007, porous tantalum implant in early osteonecrosis of hip: preliminary report on operative, survival, and outcomes results, j. Arthroplasty 22 26-31).